Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts on an ilet insulin pump while using a contact detach infusion set with supplies on the third day of wear, accompanied by a device blood glucose reading of ¿high¿ with a reported blood glucose value of 401 mg/dl that was not confirmed by fingerstick, after which a manual insulin injection was administered while still connected to the pump; a subsequent occlusion alert occurred, and a complete supply change was recommended and performed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness/impairment and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface being the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.